Event description:
Follow-up was received as health-care professional mentioned that new batteries were placed and program was changed to resolve the issue with therapy was not working and the patient programmer not turning on. Patient had leaking, on and off as it happened on some days only. Clean catch specimen obtained and results were negative. Patient was very poor historian about voiding. Patient's interstim device batteries were changed and explained about changing programs at home with phone assistance from medtronics. Patient's impedance check was ok. Program changed to 2 at 2.7amps. Patient was advised to keep voiding diary and follow-up made after one month. Patient instructed to call office if they though that they have uti.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with a neurostimulator for gastrointestinal/pelvic floor. It was reported that therapy had not been working for over two weeks. A return of symptom was noted. The patient programmer (pp) was not powered on. It was indicated that patient daughter would be running to the store to get batteries and she would call back. It was noted that patient had urinary tract infection (uti) in the past but was resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.